Event description:
It was reported that at the user facility the device overheated. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported overeating was not able to be duplicated, nor was evidence of overheating found on the device during visual inspection. However, during device evaluation it was noted that the sheath of the fiber optic cable was torn, which can lead to heat generation. The cord is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that at the user facility the device overheated. The user facility was not able to provide any further information regarding the reported event.